Event description:
Per the clinic, the patient has permanently discontinued use of the device (date not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.